Event description:
Patient presented to the clinic for follow-up, and via review of x-ray revealed an insulation break. No episodes were recorded and the thresholds were normal. Physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.